Event description:
It was reported that the plastic on the tip of the stem inserter was cracked. There was no patient injury as a result of the malfunction. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6 product was returned and evaluated. Visual examination of the returned product identified the blue plastic sleeve was confirmed to be fractured. The blue sleeve was still held on the tip slider component from the epoxy used during assembly. No fractured pieces were returned with the device for evaluation. The handle and all components appeared to fully actuate as intended. The blue plastic sleeve had scratches and gouges all around it. There were scratches and nicks along the main body and tip of the driver shaft. The strike plate end had multiple indentation marks. The device has an approximate field age of 9.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned product review, the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.